Manufacturer narrative:
(B)(4). Date sent: 10/13/2009. Eval summary: the device a was returned with the tissue pad melted. Additionally, the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them, and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. The device b was returned with the tissue pad melted. The blade was found to be in good condition and 100% present. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap. Hepatectomy procedure, the white tissue pad started melting off of the first device. The tissue pad did not melt completely off and did not fall into the pt. The blade cracked on the second device, but did not fall into the pt. Another device was pulled to complete the case with no pt consequence.